Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-viction tomorrow') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("I have gained 50 since I got essure"). The patient was treated with surgery (e-viction). At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media: reporter and event- weight gain were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("e-viction tomorrow") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she was found to have weight increased ("I have gained 50 since I got essure") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: reporter lawyer, patient dob,essure start/ stop date added, reference section, non drug treatment updated. Fu mark significant due to imdrf codes updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("e-viction tomorrow") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hyperlipidemia, urinary frequency, menorrhagia and pelvic pain. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she was found to have weight increased ("I have gained 50lbs since I got essure") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: final diagnosis: uterus, cervix and bilateral fallopian tubes, excision: inactive endometrium. Myometrium, no histopathologic abnormality. Cervix with squamous metaplasia and mild chronic inflammation. Fallopian tubes with benign para tubal cysts. Medical devices consistent with essure devices (see gross description). Negative for atypia/malignancy. Gross description: the left posterior fundus is disrupted with protruding essure device covered by membranous adhesions. The remaining serosa is intact and smooth. The symmetric endometrial cavity has a 0.2 cm lining with both cornus containing essure devices. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: reporters,medical history,lab data,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-viction tomorrow') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (e-viction). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.